Manufacturer narrative:
Customer called service reporting unit will not fluoro. Service troubleshot with customer and found that the collimator would not move when actuated and service turning the override key on the collimator did not correct the issue. Service advised customer that a field service engineer (fse) would need to investigate and possibly replace collimator. Fse went on site and investigated, finding a fuse on board tb7 that powers collimator had blown. Fse replaced with proper fuse from kit 401882 and performed function check. Fse then verified proper function per service checklist (B)(4) and returned the unit to the customer for use.

Event description:
Customer reports the system fluoro failed with a collimator error during an unknown patient procedure. Staff was able to complete the procedure without fluoro by using the endoscope and rad shots. No reported injury.